Event description:
The customer stated that the celldyn 3200 analyzer was powered off due to a leaking syringe. When the customer powered off the analyzer an electrical shock was received. The customer stated that the shock did not feel like a static shock. No medical attention was needed.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer received a shock when powering the cell-dyn 3200 cs analyzer off. The field service representative (fsr) indicated that the possible causes of an electrical shock such as: static charge due to dry atmosphere, fluid contact in the power supply, faulty ground connection or a ground wire touching the analyzer cover were not present at the time of the incident. The power supply was replaced. The original power supply was not available for return. Due to limited information and no returned power supply, the definitive cause of the electrical shock was unable to be determined. Customer complaint data was reviewed and no adverse trends or product issues were identified. The cell-dyn 3200 system operator's manual was reviewed and it provides precautionary warnings and information necessary for the safe use of the cell-dyn 3200 system. Supplementary warnings are inserted throughout this manual and on the instrument to alert personnel to potential hazards. The investigation did not identify a deficiency.